Event description:
Received info regarding cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental report will be submitted.